Event description:
Spontaneous communication: pt's wife reported that they have had issues with 3 defective cassettes in the last 2 weeks. Patient would start new mix and pump would start beeping. Checked IV line and saw no issues, switched out cassette and beeping stopped with no further issues. Wife said patient has been using this for years and knows what to check for when pump starts beeping. She said he checked everything and the only thing that made a difference was changing out the cassette. This happened 3 times in the past 2 weeks. Pt was able to switch cassettes and continue with treatment no interruption in treatment or side effects caused. Pt does not have defective cassettes on hand. Pt uses cadd legacy punlj. Lot numbers: unknown. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. All known information is contained on this form. If any add'l info is received, it will be provided on a separate report. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? No; did we replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Pt was able to continue with treatment without problems, resolved. Pt continuing medication. Ongoing? No. Reported to (B)(6) by pt/caregiver.